Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient sustained injuries on (B)(6) 2012. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient sustained injuries on (B)(6) 2012. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿ the adhesions underneath the hernia was noted, sac was carefully dissected and composix kugel mesh (device #1) was placed over the defect and sutured and stapled in anterior abdominal wall.¿ (B)(6) 2010 - patient was diagnosed with small wound abscess thereby underwent open repair. Per operative notes, ¿ a small amount of purulent material was noted and drained.¿ (B)(6) 2012 ¿ patient was diagnosed with chronic abdominal pain and recurrent ventral incisional hernia thereby underwent open repair with removal of previously placed mesh and implant of biological mesh. Per operative notes, ¿adhesions of omentum and bladder to foreign body mesh were lysed. The mesh was seen folded with recurrent hernia with incarcerated fat. The mesh was removed from the abdominal wall and biological mesh was placed over the recurrent defect and secured with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.